Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. Patient status was not reported.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis with the helix partially extended and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.